Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope's plastic distal end cover had a burn. The issue occurred during inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h6. The device was returned to olympus for inspection, and the customer's complaint of the plastic distal end cover having a burn was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the suggested event can be caused when a high-energy endotherapy accessory, such as high frequency or laser, is used without sufficient distance from the distal end section of the scope. Olympus will continue to monitor field performance for this device.